Event description:
A patient was admitted to the ER with a suspected cardiac event and troponin t tests were run several times with a stable result around 50 ng/l. The next day, (B) (6) 2010, the troponin t result from a new sample was 393 ng/l and was reported to the ward. The next day, (B) (6) 2010, the ward called back to the lab and questioned the result. A new sample was drawn and analyzed with a result around 50 ng/l. The sample which initially recovered 393 ng/l was analyzed again with a new lot number of reagent and recovered around 50 ng/l. The patient was given 500 iu fragmin as a consequence of the false positive result. No other treatment or medication was changed and the patient did not come to any harm. The troponin t reagent lot number at the tie of the initial result was 153401. The reagent lot at the time of the repeat result was 154101.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl), lo (less than 10 mg/dl), and 325 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.